Event description:
During an elective angioplasty (in the left anterior descending artery) it was noted by the physician while using fluoro that the distal welding on the burr (approx 1 cm) had detached from the catheter. The physician using the wire was able to pull the detached piece from the coronary artery without any complications to the pt.